Manufacturer narrative:
From the complaint report, due to the urgency of the ECMO procedure, the manta arteriotomy location procedure did not occur prior to step-dilating the artery. CT scan and ultrasound were used to estimate the manta deployment depth. The IFU states: "puncture location using the supplied depth locator must occur prior to step dilation of the vessel and before the large-bore procedure is performed" as a procedure requirement. Following the removal of the guidewire and cutting the suture, bleeding occurred. Manual pressure was held, and angiograms and ultrasounds taken confirmed the entire manta implant was intravascular. The IFU lists the following are listed as possible adverse events of the manta device: "accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis" and "access site complications leading to endovascular intervention." The risk documentation was reviewed, and this incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record was reviewed, and no non-conformities were identified.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vascular closure device instructions for use provides the following precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The instructions for use also lists potential adverse events related to the deployment of vascular closure devices that includes access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Off-label use/use error has been identified as a contributing factor in this event. The manta instructions for use, as part of the procedure requirements, lists puncture location using the supplied depth locator must occur prior to step dilation of the vessel and before the large-bore procedure is performed.

Event description:
The patient underwent an extracorporeal membrane oxygenation (ECMO) procedure on (B)(6) 2020 during which the manta vascular closure device (manta) was attempted for femoral access site closure. The patient's artery measured 12.0 mm in diameter with no calcification present. Due to the nature of the procedure, the depth locator was used after the 21f arterial cannula was pulled out. CT scan and ultrasound were used to estimate the manta deployment depth. The operator deployed the manta at 6.0 cm depth. The manta vascular closure device (manta) was deployed appropriately and appeared to achieve hemostasis following advancement of the lock. After removal of the guidewire and cutting of the manta suture, the access site started to bleed. Manual compression was held until the vascular surgeon was available, which was 30 minute's time. Several angiograms and intravenous ultrasounds confirmed the location of the manta was entirely in the vessel. A balloon expandable covered stent was placed at the access site to achieve hemostasis. The manta device was not explanted. The patient's condition was reported as "fine."